Event description:
In 2008, the patient's mother reported that the patient experienced an occlusion (04) error on her infusion device. The patient cleared the error and had no further issues. The mother stated that the patient was using a 10mm cannula and the site was placed in her leg. The mother did not want to remove the infusion site at the time of the reported because the error had been cleared. Upon follow-up the mother stated that when the infusion site was removed the cannula was bent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The mother discarded the alleged infusion set. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.